Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#:309623, batch#: 4303339. Verbatim: rcc received a complaint via email. More than one needle comes apart from the syringe and spills on pt. Item - 309623, lot - 4303339.

Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Potential root cause for the shield tight defect is associated with the assembly process. Most likely too much pressure was applied when applying the needle to the syringe. The complaint is associated with a known issue for these batches. Quality has previously reviewed, evaluated and investigated this failure mode. The following corrective actions were recently completed. A quality alert will be sent to the plant and re-education of all associates on this production line to applicable work instruction and video for proper procedure for syringe with needle visual inspection. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.